Manufacturer narrative:
Initial reporter zip code: (B)(6). (B)(4). The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker garde iii, revision bilateral breast augmentation.

Event description:
Healthcare professional initially reported no complaint against the left side device. Physician provided operative report noted "previous breast augmentation in the prepectoral plane with bilateral baker grade 3 capsular contracture." Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: observed next to the device like appears to be biological tissue but, it is a medical event not related to the device.. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: d.1., d.2., d.4., g.4., h.6.

Event description:
Healthcare professional initially reported no complaint against the left side device. Physician provided operative report noted "previous breast augmentation in the prepectoral plane with bilateral baker grade 3 capsular contracture." Device has been explanted and replaced.